Event description:
It was reported that the carrier end fractured during passing of the extensions. The carrier fractured completely. No patient symptoms or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).